Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device internal memory was reviewed. Conclusion: device not returned for investigation.